Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 19 (max applied load exceeded) upon powering up. The test mannequin was readjusted and replacement new fully charged battery but the error message still occurred. The platform was restarted multiple times; however, the error message could not be cleared. No patient involved with this event. No other information was provided.

Manufacturer narrative:
The customer's reported complaint of the platform displaying user advisory (ua) 19 (max applied load exceeded) was confirmed during archive review. However, the error message could not be reproduced during functional testing indicating that the user was able to clear the error message. User advisories are designed into the platform when one of several conditions is detected. Functional evaluation of the returned autopulse platform was unable to be performed as user advisory (ua) 27 (encoder fault) message was observed upon power up which is unrelated to the reported complaint. Further investigation determined that the power distribution board was replaced to remedy the (ua) 27. All damaged parts observed during the visual inspection were replaced. Run-in testing was performed by using 95% large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform has passed all the testing and meets all required specifications. Load cell characterization testing was also performed and confirmed that both load cell modules are functioning within the specification. A review of the platform's archive was performed and the customer's reported complaint of the autopulse platform displaying a user advisory (ua) 19 (max applied load exceeded) message was observed on the reported event date, thus confirming the customer's reported complaint. Archive data also indicated the user advisory (ua) 7 ( discrepancy between load1 and load2 too large) which is unrelated to the reported complaint. A visual inspection of the returned autopulse platform was performed and found the front/ bottom covers were cracked. Further inspection, it was observed that either liquid or bodily fluids may have been spilled through the ventilation grille and spread throughout the interior of the platform and damaged the metalized coating layer of the top (blue) cover. The autopulse platform is a reusable device and was manufactured on 05/28/2009. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).